Event description:
As reported: "g3 200 speedlock sleeve no longer sits correctly on the insertion guide, resulting in an increased number of incorrect holes when positioning the k-wire for the femoral neck screw and the distal locking screw. In some cases, it is no longer possible to fully fix the guide sleeves."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed during the investigation. The device inspection revealed the following: the identification of the returned speedlock sleeve could be confirmed based on the catalog # and lot # marked. No major signs of damage impairing the device's functionality could be observed. The returned speedlock sleeve was tested with fully functional target device, nail and tissue protection sleeves. The assembly could be performed as required when testing both the lag screw hole and the distal locking hole. The reported misdrilling was not observed. Therefore, it could be confirmed that the returned speedlock sleeve is fully functional. Given the device is fully functional, the root cause of the alleged misdrilling could not be determined. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "g3 200 speedlock sleeve no longer sits correctly on the insertion guide, resulting in an increased number of incorrect holes when positioning the k-wire for the femoral neck screw and the distal locking screw. In some cases, it is no longer possible to fully fix the guide sleeves."